Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting, the customer was unable to reset the pump and stated that the pump shut off and would not turn back on. The customer's blood glucose level was not impacted. It was confirmed that the customer had an alternate method of insulin delivery available.